Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (damage) issue. It was reported that the user was unable to tighten the battery cap to the pump, the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2018 with the following findings: during investigation, the pump was returned with a cracked battery compartment at the left side of the grip from the threads to the case seal. The battery cap was also stripped and was unable to secure to power on the pump. A test battery cap was able secure enough and power up the pump. A 12 hour duration test was completed with a test cap and no power losses or reboots were duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.